Event description:
It was reported that pt complains of pain, swelling and fluid in knee area since primary surgery.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.